Event description:
It was reported that the implantable pacemaker longevity dropped from 9 years to 6.5 years in a span of 4 months. Technical services (ts) explained high-rate atrial sensing and changes to power consumptions and suggested when become chronic was to program vvir to be able to turn off atrial sensing. This device remains in service. No adverse patient effects were reported.